Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawers had error, not detected on bus. It was reported that there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction had no other findings available. The field service engineer verified the device had not failed, and it was running. The system functioned as intended after the field service engineer verified the device.